Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 10mar2026. Contralateral access was obtained in the left groin. The access site was normal; however, the anatomy was stenosed and the aorta was calcified. Reportedly, it was a ¿little tricky¿ to advance the device over the severely calcified aortic bifurcation due to plaque. A 0.018-inch wire was used during the procedure, as well as another manufacturer¿s balloon. The dilator was reinserted prior to sheath removal; however, resistance was encountered as the user removed the sheath, at which point it separated.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an interventional procedure of the lower extremity in a patient with peripheral artery disease, a flexor raabe guiding sheath separated in half. Access was obtained in the common femoral artery for a contralateral tibial intervention. The anatomy was calcified. The patient was sent to the operating room, and a cut-down of the opposite side (from the access point) was performed to remove the sheath fragment from the patient, as it was on the opposite side. A section of the device did not remain inside the patient¿s body. Additional information has been requested but is not available at this time.